Event description:
Device issue: shaft separation. Time of device issue: during returned device analysis. Adverse event: none. It was reported that after pre-dilatation using a 2.5 balloon, the rx acculink stent delivery system (sds) was advanced in the heavily calcified, left internal carotid artery and resistance was met. When additional force was applied, the sds prolapsed into the aorta. The sds was removed and the lesion was predilated another time using a 4.0 viatrac balloon. A second rx acculink sds was advanced but this also prolapsed in to aorta, and the rx accunet was pulled from position. The sds and filter were removed and the procedure was completed using a non-abbott filter and stent. There was no adverse patient effect. Though requested, no additional information was provided. This event is being reported based on the analysis of the returned device which revealed the shaft was separated in two places.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (ses) was returned with blood in the shaft lumen, on the stent implant, on the shaft and on the handle. There was no contrast visible. The stent implant was stationary on the shaft between the markers. There was no damage noted to the stent implant. The distal outer sheath was in the distal position and not retracted. The handle slider was in the distal position. The handle lock was in the locked position. There were two kinks in the hypotube 56 cm and 59.6 cm distal to the strain relief tubing. The hypotube shaft was separated at the two kinks 56 cm and 59.6 cm distal to the strain relief tubing. The outer member was still intact, holding the shaft together. There was a bend in the hypotube 53 cm distal to the strain relief tubing. There was no other damage noted to the ses. A laser micrometer was used to measure the distal outer sheath outer diameter and this met manufacturing criteria. The inability to cross or advance a target lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Failure to cross may be an anticipated event and is often unrelated to product quality, but may be related to challenging anatomical conditions and/or attempts to cross through other devices. Reportedly, while a second device was advanced through a heavily calcified vessel resistance was encountered again. The rx acculink information for use, (IFU) notes, caution: if resistance is met during delivery system introduction, the system should be withdrawn and another system used. Apparently, in this case, the lesion was predilated again and same results occurred where the second acculink also prolapsed back into the aorta. The self expanding stent system (ses) was returned with blood in the shaft lumen, on the stent implant, on the shaft and on the handle with no contrast visible. The distal outer sheath was in the distal position and not retracted and also the stent implant was stationary on the shaft between the markers and no damage noted to the stent implant. The handle slider was in the distal position with the handle lock in the locked position. These observations suggest that the device was prepped successfully and used in the anatomy, but the stent was not deployed. However, two kinks noted in the hypotube 56 cm and 59.6 cm distal to the strain relief tubing. In addition, the hypotube shaft was separated at the two kinks and the outer member was still intact, holding the shaft together. There was also a bend in the hypotube 53 cm distal to the strain relief tubing. Since no product deficiencies were reported during the prior to use inspection and delivery system preparation, it is possible that the observed damages occurred during the procedure or during shipment back to abbott vascular for evaluation. In addition, the distal outer sheath outer diameter measurement met manufacturing specification. A review of the finished device lot history records did not reveal any non-conforming material records (ncmr), which could have contributed to this complaint. All rx acculink devices undergo 100% visual inspection in the manufacturing process at abbott vascular.